Event description:
The user reported that the trace on the display was almost not visibile. There was no effect on any pt. Tests on the units disclosed an intermittent brightness control potentiometer (r95) on assembly. This is an unusual occurrence, and appears to be a random component failure on a very old device. No add'l action is indicated. The event is not occurring more frequently or with greater severity than is usual for the device.